Manufacturer narrative:
The customer did not return the defective device for evaluation; however, the device logs were provided for review. The reported malfunction was unable to be confirmed during the log file evaluation. It was recommended to replace the mainboard as a precaution. The customer declined the repair and reported that they will be retiring the device an removing from service.

Event description:
Complainant reported that the vent emitted a burning smell while placed on a patient. Complainant reported he swapped out the unit and indicated there was no patient harm.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.